Manufacturer narrative:
The issue will be amended with the installation of the new brake casters that were ordered by the account.

Event description:
The account allged the brake casters swivel while in brake. No pt impact.